Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor may be damaged due to improper insertion or removal of the video connector or energization. The event can be detected/prevented by following the instructions for use which state: according to the IFU (operation manual), the handling of the possibility of damage to the image sensor and the response in the event of an image abnormality are described as follows. ¦dangers, warnings, and cautions: warning ·push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor. The damaged image sensor will display no image and make the distal end hot, which could cause operator and/or patient burns. ¿ do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. ¦precaution for disappeared or frozen endoscopic image ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. ¿ turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had an image drop out. The issue occurred during preparation for use. There were no reports of patient harm or patient involvement.